Manufacturer narrative:
The power supply has not been returned for inspection at this time. The customer has requested a replacement device to resolve the reported issue. The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. Contact with exposed electrical wire can result in electrical injury. Baxter is reporting this device malfunction.

Event description:
The customer reported the vs100s has a sparking charger. The customer provided pictures of the charger and the device, which shows exposed copper wires on the power supply side of the device.